Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported a patient was having visual hallucinations. The patient would see her dead husband sitting in the living room. Diagnostic methods included the patient reporting visual hallucinations on (B)(6) 2016. It was indicated no actions had been taken. Etiology was reported as possibly related to the device or therapy, not related to the implant procedure, and not due to programming. The outcome was considered resolved without sequelae (B)(6) 2016.

Event description:
Additional information received reported therapy was stopped with amantadine on (B)(6) 2016.